Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP. The patient alleges device using up all the water in the chamber even on setting one, burning smell coming from the humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information related to a dreamstation 2 adv auto CPAP. The patient alleges device using up all the water in the chamber even on setting one, burning smell coming from the humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Correction: this case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.